Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device started the insulin cartridge change action spontaneously and the piston rod moved back for the cartridge change. The insulin cartridge was filled by insulin inside the infusion device. The piston rod moved forward as it is during priming the infusion set and 25 insulin units were entered. The infusion device stopped spontaneously and demanded to change the cartridge although there was enough insulin. The patient was not wearing the infusion device at the time.